Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 8/30 am for a high blood glucose level of 1100 mg/dl. The customer's mother stated that they will call back with more information on the events leading to the hospitalization. The customer was wearing the pump during their hospital stay. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see svn (B)(4). Mother initially mentioned high blood glucose hospitalization when calling in to report bent cannula.